Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4, lab: ng. Date: (B)(6) 2010, inratio: 2.5, lab: ng. Date: (B)(6) 2010, inratio: 1.5, lab: 2.3. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, reference: 2.3, mean: 1.90, confidence limits: 1.3-2.7. The 1.4 and 2.5 inr results were excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that inratio and reference test result comparison meet accuracy criteria. Customer's results are not discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient had a lovenox shot. Per product user guide, inratio testing should not be used for patients on heparin therapy. As of 11/18/2010, forty-five discrepant result complaints were reported for lot #234526 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.